Manufacturer narrative:
Exemption number: e2014018. Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: (B)(6). When inserting the screw st274t by driver fw213r, the working end of the driver did not fit properly. The screw head was deform.

Manufacturer narrative:
Investigation: used test and analysis equipment: keyence vhx 5000 digital microscope, panasonic dmc tz8 digital camera. Because the complained screwdriver was not enclosed, we investigated the inner hexagon of the pedicle screw. Here we found that the inner hexagon was completely deformed. Conclusion and root cause: the root cause of the problem is most probably usage related. Rational: without further knowledge about the circumstances, we assume that the surgeon used a damaged screwdriver with an improper hexagon. A damaged hex tip usually causes damages to those observed in this case. No CAPA is necessary.